Event description:
It was reported that the tubing set broke off at the hub and part of the port remained in the extension tubing set in the (ICU). The broken piece was found in the extension set and there were no pieces of the tubing set found in the patient's IV. It was confirmed during follow up, that there was no harm or adverse effects caused to the adult patient from this event.

Manufacturer narrative:
Additional information added; e3, and g.3. The customer¿s report that the tubing set broke off at the hub (male luer) and part of the port (male luer tip) remained in the extension tubing set was confirmed. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed that model 2420-0007¿s male luer tip was broken off and lodged inside the extension set¿s female luer inlet port. Clear fluid was also observed in the tubing throughout the sets. Closer inspection under a lab microscope observed that the break sites¿ surfaces showed signs of stress marks and had jagged and uneven edges. No other anomalies or damages were observed. Functional testing could not be performed due to the breakage of the primary set¿s male luer tip lodged inside the extension set¿s female luer. The root cause of the external lateral force was not identified.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the tubing set broke off at the hub and part of the port remained in the extension tubing set in the ICU. The broken piece was found in the extension set and there were no pieces of the tubing set found in the patient's IV. There were no adverse effects caused to the adult patient from the event.